Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during dwell four of peritoneal dialysis therapy. The patient stated they powered off the homechoice device when the alarm occurred. The nurse stated that no therapy showed up on the pro card (pc). The nurse stated that they would look on the homechoice to find out about the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.